Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system had an alert due to high, out-of-range (oor) right ventricular (rv) pacing lead impedances measuring 2,000 ohms. A few days prior to the alert, the patient was evaluated in the clinic and the device was reprogrammed due to high thresholds and impedances. The oor limit was left at 2,000 ohms therefore, that is why the alert was received. Technical services informed the clinic will need to reset the alert. At this time, the device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).